Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery to implant a new cuff after the removal of their previous cuff on a different date due to extrusion of the urethra. No further patient complications were reported.